Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support, inspecting the cartridge o-ring and cleaning the pneumatic tap area. After ensuring the cartridge was properly attached and following the on-screen instructions, the customer successfully completed the load process and resumed insulin delivery.